Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (lica) using a penumbra system jet7 kit (kit). During advancement into the rotating hemostasis valve (rhv), the penumbra system jet 7 reperfusion catheter (jet7) became kinked mid-shaft. The jet7 was therefore removed and was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) was kinked approximately 77.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink on the device. If the jet7 is forcefully advanced into an rotating hemostasis valve (rhv) and subsequently resistance is experienced, the catheter shaft may buckle and become kinked. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.